Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice sets. Hp reports they were able to reprime line and complete treatment with assistance from baxter technician with each incident. No patient injury or medical intervention required per hp.